Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: implanted an expired device. Probable root cause: design: insufficient labeling design, insufficient shelf life validated. Application: use past device/packaging shelf life.

Event description:
It was reported that an expired anchor was implanted into a patient.

Event description:
It was reported that an expired anchor was implanted into a patient.

Manufacturer narrative:
Alleged failure: implanted an expired device. Probable root cause: design: insufficient labeling design, insufficient shelf life validated. Application: use past device/packaging shelf life. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.